Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the enabled features were verified. System operation in 40 cm stereotaxic and 20 cm standard 3d were checked. The reported issue could not be verified. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that there are some issues with acquisitions of stereotactic scans. It was reported by the site that the part was functioning normally. No patient present.